Event description:
It was reported that the insert would not lock in posteriorly onto the universal baseplate. The knee joint was very tight and after 2 attempts another insert was opened and the second insert went in with no difficulty. There was no adverse consequence for the pt or delay in surgery or anesthesia time.